Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, left ventricular lead dislodgement and loss of capture were observed. On (b)(6 20 the lead was explanted. Patient was stable. Lead was discarded and will not be returned for evaluation.